Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the tip of the guide wire was found split open during preparation. Another guide wire was used to complete the procedure. No additional event or patient information is available. This is being reported based on the returned product evaluation, which revealed that the guide wire separated in two pieces.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast visible on the coils. The core had separated 8cm proximal to the tipball. The fracture face of the separation was jagged and frayed. The distal separated portion of the tip was not returned. The coils separated, 11.5cm proximal to the tipball, the separated portion was not returned. The remainder of the coils are still on the core, but had separated 2mm distal to the proximal solder and the proximal solder had corroded causing the coils to be loose on the core. There were offset coils throughout the entire length of the coils. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem analysis showed that the guide wire had been exposed to some type of highly corrosive compound. In normal use conditions, there is nothing that will attack the stainless steel of the guide wire as found in the analysis. The guide wire appeared to have been exposed to an acid. Electron dispersion x-ray (edx) of the surface identified some elements that would have been present in sulfuric acid although the exact substance that corroded the guide wire could not be determined. Because there is nothing in the manufacturing environment that would deteriorate the guide wire in this manner, the conclusion is that the guide wire was cleaned or disinfected in some chemical that attacked the guide wire materials contrary to labeling that this is a single use device. The deterioration appears to be the cause of the guide wire being split during preparation.. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.